Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual and dimensional assessment was performed which confirmed that the laser marking was not applied in accordance with specifications. The energy from the laser embrittles the carbide material, making it easier to fracture. Per the specification, the laser mark is not to intersect with the distal bearing in the attachment as this is where sideload on the shaft is the greatest. This device was marked one-half inch outside of the specification which allows the marked section of the shaft to align with the distal tip bearing of the attachment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to operator error in the manufacturing process. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 3 for the same event. It was reported that during a lumbar laminectomy fusion surgery "the cutter device broke inside the shaft of an attachment device". The reporter stated that "when downward pressure was applied to the bone, the burr broke". The reporter stated that the head of the cutter device fell into the operative site and the other half of the cutter device was inside the shaft of the attachment device. The reporter stated that "the surgeon used forceps to retrieve the head of the cutter easily". The second half of the cutter device was removed from the attachment device. There was a five minute delay in surgery to retrieve an identical spare cutter device. The reporter stated that the spare cutter device also "broke in half". The reporter stated that "the surgeon easily retrieved the head of the burr out of the operative site with forceps". The second half of the cutter device was also removed from the attachment device. There was another five minute delay to obtain a spare attachment device and a spare cutter device. The surgery was successfully completed with the spare devices. The reporter stated that x-rays were taken throughout the case and no x-rays were taken as a result of the piece falling into the patient. The reporter stated that all pieces were retrieved from the patient. The reporter stated that they had not received any complaints from the surgeon regarding the patient's condition and that there were no injuries to the patient. The reporter stated that both cutters were examined and were broken in the same location. The cutter device had a clean break; there were no jagged edges on the device. The reporter speculated that the attachment device was scoring the shaft, which was causing the fracture. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.